Event description:
It was reported that there was a leak from the line of the continuous ambulatory peritoneal dialysis (capd) y-set that connected to the therapeutic drug. The patient identified the leak when they drained the solution. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4) - actual occurrence date and the therapy date is unknown.if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: the sample was received for evaluation. A visual inspection using clemex intelligent microscope verified that there was a hole in bag and excess solvent on tube and bag. Leak testing was performed with underwater pressure testing with leak noted at hole in bag; clamp function test and clear passage test were performed with no issues noted. The reported problem was verified. The cause of the reported condition was determined to be a hole in the bag that was created by excess solvent adhering tubing to bag. A CAPA has been opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.